Event description:
During report at change of shift, a patient pressed the call light button to get someone's attention. The assigned rn and nurse manager responded quickly. When entering the patient's room, it was found that the patient was bleeding profusely from a peripheral line. The same IV was placed earlier that same day. The nurse immediately stopped the bleeding and assessed the patient and the IV. The catheter extension set was broken apart. Apparently the tubing of the catheter extension set had become disconnected from the luer lock. Therefore, blood was seeping from the IV. It is not sure how the disconnection occurred. This malfunction of the catheter extension set could have been a worse situation had the patient been unable to call for help such as being sedated.